Event description:
It was reported via repair work order that the foot end pedal was damaged resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the foot end jack release pedal was broken off with exposed sharp edges. The jack would still be operable via the side controls. However, it was also determined that the field service representative reported that he went to the facility three times, but the unit could not be located by the customer. The stryker medical quality assurance investigator contacted the customer (unit service coordinator at duke medical center). The customer stated that they will call the stryker if they find any malfunctioned unit. The customer also stated that they have a specific location to store malfunctioned units and at this time there was no unit stored in that area. Therefore, this complaint could not be confirmed; however, stryker will reopen the complaint of additional information is received from the customer.

Event description:
It was reported via repair work order that the foot end pedal was damaged resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order for repair.